Event description:
It was reported that there was an alert for increased svc (superior vena cava) defibrillation coil impedance. It was further reported that there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an alert for increased svc (superior vena cava) defibrillation coil impedance. It was further reported that there was a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58, implantable pacing lead, (B)(6) 2008. (B)(4).